Manufacturer narrative:
During laboratory analysis, the product surveillance technician attached the centrifugal control unit (ccu) to the lab use only (luo) testing equipment. The revolutions per minute (rpms) were varied from 2000 rpm to 3600 rpm and the pump continuously ran as expected. The centrifugal system was ran continuously at various rpms over 24 hours and never stopped unexpectedly. There seemed to be no difference whether the speed was set locally from the ccu or from the central control monitor (ccm). The ccu operated as intended. Per data log review, there were several instances where arterial speed was increased and then decreased to zero stopping the pump (no alerts or alarms). There likely would have been a couple coasting messages in the auxiliary (aux) messages tab from other activity. The user disconnected the original arterial centrifugal pump at 12:24:38 and appeared to be using a different offline centrifugal to complete the case. The user had indicated they only use the local pump controls.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the centrifugal control unit (ccu) stopped when the speed was increased to above 2000 revolutions per minute (rpm). There was no alert or alarm. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the user reported an issue with the heart lung machine (hlm) ccu during cpb. They stated that every time they attempted to increase the centrifugal pump rpm above 2100, the pump would go into stop mode. When this happened there were no alert or alarms that were initiated. Additionally, they observed erratic flow probe readings. They unplugged the flow probe from the module numerous times. They also stated the flow module color may have been yellow. This was discovered during cpb, while the patient was cold. They were able to maintain a flow of 3.5 liter per minute (lpm) when the rpms were under 2100. Initially, the surgeon did not want the user to change out the controller, but they ultimately did replace the controller. Although, they did not reassign the new controller, therefore they finished the case without having a flow reading or safety connections. They estimated adequate flow by using the rpms. The surgery was completed successfully with no delay to the procedure. There was no blood loss and no adverse event reported.

Manufacturer narrative:
The field service representative (fsr) replaced the ccu. Verification/release testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported complaint. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.